Event description:
It was reported that this patient's right shoulder was revised. The patient described feeling rocking in the shoulder with range of motion. Surgeon reached out to request instruments for extraction and revision of current implant. Axial view demonstrated a misaligned glenoshpere which appeared to be sitting off the baseplate. No glenosphere locking screw was visualized on x-ray. Coronal view appeared normal. Upon exposure of the joint, the glenosphere was loose and the locking screw appeared to be broken. Surgeon inspected baseplate and noticed screw was broken into the center hole, which it inserts into. Surgeon proceeded to extract locking caps and screws using the hex driver and successfully extracted without screws breaking. Once screws where taken out of the patient, another surgeon assisting on the case, extracted the baseplate via hospital instruments. Doctors took the liner off via mallet and elevator, then removed torque screw with removal tool to take the tray off. Stem was well fixed. Patient was last known to be in stable condition following the event. Product not returning: please ask hospital for return of products.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 01300166 320-35-08 equinoxe small reverse shoulder small reverse baseplate - superior posterior right 09260679 320-10-00 humeral adapter tray, +0. 322-40-00 145-deg pe 40mm const hum liner +0. 320-20-00 eq reverse torque defining screw kit. 320-20-42 eq rev compress screw lck cap kit, 4.5 x 42mm. 320-20-26 eq rev compress screw lck cap kit, 4.5 x 26mm. 320-20-30 eq rev compress screw lck cap kit, 4.5 x 30mm. 320-20-18 eq rev compress screw lck cap kit, 4.5 x 18mm. Primary stem.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6 MDR section codes updated/corrected: a, b, c, d, e, g the revision reported was likely the result of prosthesis fracture of the equinoxe reverse locking screw leading to improper seating of the glenosphere. A contributing factor to the event could have been initial improper seating of the glenosphere, leading to abnormal forces applied to the screw and subsequent fracture. A secondary finding would be prosthesis wear of the humeral liner, likely due to abnormal articulation with an unknown metal component following the fracture. However, the cause of the fracture and prosthesis wear cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations could not be assessed as the devices were not returned for evaluation and initial post-operative radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.